Manufacturer narrative:
The reported comment was duplicated, as the lever broke off the mechanism and a blade could not be loaded into the device. Upon disassembly, the technician found a barrel fractured at lever mount failure, which was identified as the primary failure to the original reported event. Based on a review of complaint trending, risk documentation, and similar cases, a barrel fracture failure can cause the blade mount lever to fall off. Which may result in issues with inserting blades into blade mount.

Event description:
It was found in service at manufacturing facility that the lever broke off the mechanism and blade is unable to be loaded. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was found in service at manufacturing facility that the lever broke off the mechanism and blade is unable to be loaded. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.